Event description:
A customer reported that symbols occasionally disappeared from the pump screen, including a three-dotted option button that should normally be present. This incident had no adverse impact on the customer's blood glucose level. There was no additional information regarding actions taken to address the issue.